Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a misalignment in the touch position. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer called technical support to report that there was a misalignment in the touch position. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported touchscreen issue. The touchscreen was calibrated, but the issue remained. Therefore, the touchscreen was replaced, and the issue was resolved as no abnormality was confirmed. Periodic maintenance was performed, and no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for failure analysis. The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. The pil technician verified that the touchscreen failed the required flex cable resistance verification testing. The high out of specification resistance results are the reason for the touchscreen misalignment issue. D4 - product UDI number is corrected.